Event description:
It was reported that the patient received ems treatment for hypoglycemia and loss of consciousness.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Pump settings and delivery history were reviewed with the patient and confirmed as accurate. The patient reported that he exercised prior to the event but did not reduce his basal insulin dosages. The patient also reported that he experienced hypoglycemia on two other occasions, and that all three events occurred late monday morning. The patient is contacting his physician regarding potential changes to his existing treatment plan. If the device is returned, an evaluation shall be completed, and a supplemental report will be filed. No conclusions can be made at this time.